Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) in the 400s mg/dl with nausea. Reportedly, the patient was hospitalized and received insulin via injection, IV fluids, and other unspecified treatment. It was reported that the patient resumed with the same insulin pump. During troubleshooting with customer technical support (cts), it was determined that the patient was not fully priming the tubing as instructed. It was reported that the patient was on prednisone prior to the hospitalization. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not correctly priming the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: the black box (bb) showed dates from 11/02/2016 to 10/23/2016. The black box data/histories for the event on (B)(6) 2014 have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no valid loss of prime events observed in the current bb. The pump was exercised for 24hrs with no loss of primes duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).